Event description:
It was reported on (B)(6) 2011 that a pt had change in therapeutic effect and was experiencing intermittent lethargic periods and excessive sleepiness throughout the day. The drug dose was lowered. The pump was reported to contain pf morphine with 1% bupivicaine at a conc of 25 mg/ml and a dose of 5 mg/day. The pump and oral medication were both reported as causing the event. It was unk whether a product problem occurred. There was no problem reported with the programming. There was no surgical intervention at the time of report, but an appointment with the surgeon was planned for a "possible pump update". The pt was hospitalized and the outcome was reported as non-serious illness/injury. Add'l info will be reported if it becomes available.

Manufacturer narrative:
(B)(4) .